Event description:
It was reported that pump displayed malfunction code 9 and customer had no notable events before issue occurred, while any impact to customer¿s blood glucose level remained unknown because customer declined to answer. No additional information was received regarding the outcome of the event on the customer¿s blood glucose level. Customer initially could not complete troubleshooting due to lack of charging supplies and was advised to contact healthcare provider for backup insulin method, then later called back and completed pump reset with technical support, malfunction code did not recur after reset, and customer was advised to continue using pump as case was closed by technical support.